Event description:
Customer reported experiencing a high blood glucose event, specific blood glucose value was unknown as it displayed as "high." The customer did not recall taking any actions to address the high blood glucose, and the control iq feature was active during the event. No frequent or recurring high blood glucose events were reported. Tandem technical support advised the customer to consult with a healthcare provider to discuss potential factors affecting blood glucose levels, and the customer understood and acknowledged the recommendation.